Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a supplemental report.

Event description:
After opening the xact stent package, it was noted that the stent was partially deployed. The stent was not used on the pt, and the pt did not experience any adverse events.